Event description:
Report status: serious injury / surgical intervention. Report rationale: dissection requiring surgical intervention. Device issue: none. It was reported that after pre-dilatation, attempts were made to cross the lesion using two stent delivery systems, but was unseccessful. Additional pre-dilatation was performed and the zeta stent delivery system (sds) was able to cross the lesion and the stent was deployed successfully; however, at this time a dissection occurred. An attempt was made to treat the dissection with another zeta sds; however, it could not cross. After another dilatation was performed a decision was made to send the patient to surgery to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.